Event description:
It was reported that the purewick urine collection system was working, but it was making a sound and the customer inquired whether it was normal. Also stated that the system was working, but not perfectly. It was noted that the patient had been using the products for less than 90 days. Per follow up information received via phone on (B)(6) 2022, it was stated that the purewick urine collection system was still noisy and after using it for 4 weeks, the patient experienced a vaginal infection, so the doctor told the patient to stop using the purewick female external catheter until it cleared up. The medication used was monistat.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "¿ to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. ¿ never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs". ¿ after use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the purewick urine collection system was working, but it was making a sound and the customer inquired whether it was normal. Also stated that the system was working, but not perfectly. It was noted that the patient had been using the products for less than 90 days. Per follow up information received via phone on 09mar2022, it was stated that the purewick urine collection system was still noisy and after using it for 4 weeks, the patient experienced a vaginal infection, so the doctor told the patient to stop using the purewick female external catheter until it cleared up. The medication used was monistat.